Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the implantable cardioverter defibrillator in backup vvi. The device was reprogrammed and the patient did not experience any consequences.